Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm is found in the formatted history file due to a software error as per global logic analysis. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm multiple times. No harm requiring medical intervention was reported. The device will be returned for analysis.